Event description:
The user facility reported that the a foreign material was inside the blister package during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Product is lost by the customer.

Event description:
The user facility reported that the a foreign material was inside the blister package during a procedure. There was no delay, no medical intervention, and no adverse consequences.